Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include digoxin and warfarin. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6) 2016, a computed tomography scan reportedly showed the proximal end of the trunk-ipsilateral component (pxt311417/7415304) had migrated distally into the aneurysmal sac (distance unknown). According to the physician, the likely cause of the distal migration was a progression of the aneurysmal disease, and a short infrarenal aortic neck (initial measurement not available). On (B)(6) 2016, the patient underwent a re-intervention procedure whereby a 37mm x 10cm gore tag thoracic endoprosthesis was implanted proximally to revise the endograft system. The proximal end of the tag device was placed at the distal ostium of the lowest renal artery. The aneurysm was successfully excluded, and the patient tolerated the procedure.